Event description:
The account reported that the right side rail would not latch. The bed was located in the ICU at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the right side rail would not latch due to the flange getting caught in the side rail locking mechanism. The most likely cause is normal usage wear and tear of the side rails. Per the hill-rom user manual: applying more than 100 ib (45.5 kg) of additional outward force on a side rail while a patient is laying against it may create an unstable bed situation. Care should be taken when the patient is against the side rail and outward force is used to move the patient. Failure to do so can cause personal injury. The side rail flange was straightened out by the technician to resolve the issue. Based on this information, no further action is required.